Event description:
Procedure: no info provided. Reportedly, during the procedure the balloon on the trocar broke and pieces of the balloon fell into the surgical cavity. The pieces were removed without difficulty. No pt injury reported.